Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer stated he has had a problem with bent cannulas, customer stated he has very little body fat. Customer changes out his set every 3 to 4 days, uses cold insulin and he sits when inserting.